Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 457-505 mg/dl with an unknown cause. Bg was addressed via a manual injections. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. Additionally, the customer was using humalog insulin and changing the cartridge every 3 days. The customer was instructed to consult with the healthcare provider regarding bg level.